Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use (IFU), states: do not use excessive force or repeatedly push the plunger assembly. Excessive force on the plunger during deployment could potentially cause breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Factors that contribute to difficulty retracting the foot and difficulty to remove the device from the anatomy include, but not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. The patient effect of tissue injury (vascular injury) is listed in the proglide IFU as a potential complication associated with the use of suture-mediated closure devices. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. The additional four proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement of the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, although the sutures of two devices were successfully pre-placed, the lever of both devices was closed and it was thought the foot had retracted, there was difficulty removing the devices from the anatomy. As a result, excessive force was used to remove the devices. It was noted that the foot of the devices were still slightly opened and had torn the vessel. A 10f sheath was put in to control the bleeding from the tear. The sheath was upsized to 16f sheath and the aaa was completed. Hemostasis was not achieved with the sutures of the two successfully pre-placed devices; therefore, an attempt was made with three additional proglide devices. All three devices had the same issue with the foot not retracting. Additionally, there was an issue with advancing the knot. It was as though the knot was locked already prior to attempting to advance them. This issue occurred with all three devices. Therefore, manual arterial compression was applied to achieve hemostasis. There was no other treatment performed for the torn vessel other than putting the 10f sheath in and manual compression at the end of the procedure. No additional information was provided.